Event description:
The facility representative reported a pump with failure code 538:320:844:0000. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative there was no information as to patient injury or medical intervention and no other additional information was provided. No one else was available to provide additional information.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on evaluation summary: the device evaluation was completed and failure code 538:320:844:0000 was confirmed due to a loose speaker harness. Service tightened the speaker harness and tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.